Event description:
The customer reported a table accessory installation error prevented table movement. No reports of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Found damaged leg extension that needs to be replaced. Also, the switch was adjusted to clear error. The system was then found to be working as intended. Leg extension.